Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review and latest update received, it was determined that the getinge fse could not verify the reported problem 'gas loss alarm' and stated that "no problem found". Hence, the reported event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) has gas loss iab circuit. There was no patient involvement. No harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.